Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and the white twist sleeve was observed separated from the light blue main body. The reported condition was verified. The cause of the separation was due to broken occluder feet beneath the white twist sleeve. There are markings on the occlude leg indicating possible over torqueing of the twist clamp. The cause of the damage could not be determined, however potential cause of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents during use. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue between the main body and the twist clamp (sleeve) of a minicap transfer set. It was further described as "the twist sleeve and main body of transfer set has damaged¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.